Event description:
V60 ventilator stopped while on the patient, the following alarms were noted: 1. Patient circuit occluded. 2. Check vent: 35 v supply failed. 3. Check vent: aux supply failed. 4. Check vent: backup alarm failed. 5. Check vent: ventilator restarted. 6. Check vent: blower stalled. We received the field safety notice regarding the above stated failure mode of the v60 ventilator after this event occurred.